Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the fall's effect on the implant was determined and there did not appear to be any effect. The patient's symptoms were well controlled and no impedances were found on interrogation. The issue of the patient feeling "jolts" from their ins had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was laying in bed on (B)(6) 2025 and they felt "jolts" from their ins, and since then it would happen "every once in a while throughout the day." The patient reported they fell in (B)(6) 2025 (exact date unknown). The patient was assisted with switching to a new program, and if that didn't resolve the uncomfortable stimulation then the patient would turn the therapy/device off. It was noted that the manufacturer representative (rep) would interrogate the device on 2025-apr-18 in the physician's office. The cause was not known. The patient also reported pain, and the issue was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.